Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device was dropped and the power button on the top not working and not allowing the patient to change settings. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the modem electrical damage. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.